Event description:
The lead was implanted on (B)(6) 2004 and capped on (B)(6) 2010. Rv lead with high impedance and loss of capture. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).